Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 30mm proximal dissection. Vnmc3131c90tj/(B)(6) was placed proximally followed by vnmc3131c90tj/(B)(6). No obvious abnormalities were seen on 6 monthly follow-ups. Approximately 4 years and 9 months post implant, the patient visited their primary care physician with abdominal pain. A dissection was suspected. The patient was hospitalized and a contrast CT was performed. A type 3b leak due to possible stent graft damage. An urgent intervention was performed an obvious type iiib endoleak was seen in vnmc3131c90tj/(B)(6) so the affected area was lined internally by covering it with a non-medtronic extension. The endoleak disappeared after the final contrast study. Per the physician the cause was graft damage. No additional clinical sequal were provided.

Manufacturer narrative:
B5; additional information received: per the physician the cause of the type iiib endoleak was considered related to a durability issue of the stent graft. It was reported that the distal graft, vnmc3131c90tj/(B)(6) was also relined with a non-medtronic stent and there are no apparent issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received; it was reported that the relining of vnmc3131c90tj/(B)(6) was performed as prophylactic measure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.